Event description:
Boston scientific received information that this lead was explanted due to possible infection. A request was made for the return of this lead and it was to be returned. Dates were provided to us by boston scientific. Although the lead was returned to bsc, it has not been sent to berlin for analysis.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.